Event description:
Report received of an over-delivery. The pump was programmed in the continuous plus pca mode to deliver morphine 1mg/ml at a rate of 5mg/hr, with a 1.5 mg pca dose, 15-min patient lock out. It is unknown if there was a programmed 4-hour limit. After 3 hours, the pump gave an audible empty syringe alarm. It was reported that 15mls should have delivered in the 3 hours period however only 5mls were left in the 30ml syringe. The nurse manager reported the "patient did not demand any pca doses so the syringe should have lasted 6 hours". There was no reported adverse patient effect and no medical interventions were required. Though requested there is no further information available.